Event description:
Boston scientific received information that this pacemaker showed 1.5 years of remaining longevity 5 months ago, and is now showing 0.5 years remaining. This pacemaker will be replaced at a later date. No adverse patient effects were reported.

Event description:
The device was explanted and returned with no further allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information is expected regarding this issue, this investigation is complete. Should additional information become available, this investigation will be updated.